Manufacturer narrative:
The device was received by the philips bench repair on 15-aug-2017. The customer did not return the battery for evaluation. No battery evaluation could be completed.

Event description:
It was reported to philips that the device's battery failed calibration. There was no reported patient involvement.